Event description:
It was reported that an unspecified medication/fluid infused too fast.

Manufacturer narrative:
The customer¿s report of an unspecified medication infusing too fast was neither confirmed nor replicated. Two pump modules were returned for investigation, however details regarding the reported event were not provided for investigation. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found pump module s/n (B)(4) to be delivering fluid within specification. Functional testing performed found pump module s/n (B)(4) to be delivering fluid within specification. The disposable sets were not returned for investigation. The starting/ending volume of the fluid containers cannot be determined through device logs. The devices were being used for treatment. The root cause of the reported unspecified medication infusing too fast was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that an unspecified medication/fluid infused too fast.